Event description:
It was reported that pump displayed malfunction alarm code 9 with a related fault identified and there were no notable events before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through resetting pump malfunction, confirmed that alarm did not recur after reset, and was advised to continue using pump and to call back if any malfunction alarm occurred again.